Event description:
It was reported a patient's left ventricular lead presented with dislodgement, confirmed via x-ray and fluoroscopy. Loss of capture was also noted. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.